Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("chronic pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations, intestinal inflammation, urinary tract infection and dysuria. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain / lower back pain"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced asthenia ("weakness"), weight increased ("weight gain / weight gain"), menstrual disorder ("abnormal bleeding during menstruation") and palpitations ("blood or heart disorder/condition type: palpitation"). The patient was treated with surgery (underwent hysterectomy (partial) with salpingectomy (bilateral removal of fallopian tubes ). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, asthenia, menorrhagia, menstrual disorder, vaginal haemorrhage, migraine, headache, dysmenorrhoea, abdominal pain and back pain outcome was unknown and the pelvic pain, fatigue, weight increased, palpitations and irritable bowel syndrome had resolved. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, palpitations, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "abnormal bleeding (vaginal), migraines, headaches, blood or heart disorder/condition type: palpitation, dysmenorrhea (cramping), perforation (fallopian tube(s)), gastrointestinal or digestive system condition type: ibs, abdominal pain, back pain", reporter, lot number, patient information, historical condition added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 09-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 6 years later, she underwent a total hysterectomy and bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("chronic pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations, intestinal inflammation, urinary tract infection, dysuria and multigravida. Concurrent conditions included overweight, tiredness, weight gain, urinary tract infection and anemic. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain / lower back pain"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced asthenia ("weakness"), weight increased ("weight gain / weight gain"), menstrual disorder ("abnormal bleeding during menstruation") and palpitations ("blood or heart disorder/condition type: palpitation"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, asthenia, menorrhagia, menstrual disorder, vaginal haemorrhage, migraine, headache, dysmenorrhoea, abdominal pain and back pain outcome was unknown and the pelvic pain, fatigue, weight increased, palpitations and irritable bowel syndrome had resolved. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, palpitations, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Current weight was 198 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added case become medically confirmed. Historical condition, concomitant disease were added. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010 ). On (B)(6) 2016, she had explanted essure (previously reported as (B)(6) 2016). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("chronic pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations, intestinal inflammation, urinary tract infection, dysuria, parity 5, depression and stress. Concurrent conditions included overweight, chronic fatigue, weight gain, urinary tract infection and anemic. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain / lower back pain"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2016, the patient experienced fatigue ("fatigue / fatigue"), 5 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced asthenia ("weakness"), menstrual disorder ("abnormal bleeding during menstruation") and palpitations ("blood or heart disorder/condition type: palpitation") and was found to have weight increased ("weight gain / weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, asthenia, menstrual disorder, abdominal pain and back pain outcome was unknown and the pelvic pain, fatigue, weight increased, menorrhagia, vaginal haemorrhage, migraine, headache, palpitations, dysmenorrhoea and irritable bowel syndrome had resolved. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, palpitations, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight was 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: plaintiff fact sheet received: outcome of event dysmenorrhea (cramping) was updated from unknown to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("chronic pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations, intestinal inflammation, urinary tract infection, dysuria and parity 5. Concurrent conditions included overweight, chronic fatigue, weight gain, urinary tract infection and anemic. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain / lower back pain"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced asthenia ("weakness"), weight increased ("weight gain / weight gain"), menstrual disorder ("abnormal bleeding during menstruation") and palpitations ("blood or heart disorder/condition type: palpitation"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on 15-apr-2016. At the time of the report, the fallopian tube perforation, asthenia, menorrhagia, menstrual disorder, vaginal haemorrhage, migraine, headache, dysmenorrhoea, abdominal pain and back pain outcome was unknown and the pelvic pain, fatigue, weight increased, palpitations and irritable bowel syndrome had resolved. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, palpitations, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on 7-apr-2011: total bilateral occlusion current weight was 198 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("chronic pelvic pain / pain") in a 36-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations, intestinal inflammation, urinary tract infection, dysuria, parity 5, depression and stress. Concurrent conditions included overweight, chronic fatigue, weight gain, urinary tract infection and anemic. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain / lower back pain"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2016, 5 years 1 month after insertion of essure, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced asthenia ("weakness"), weight increased ("weight gain / weight gain"), menstrual disorder ("abnormal bleeding during menstruation") and palpitations ("blood or heart disorder/condition type: palpitation"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, asthenia, menstrual disorder, dysmenorrhoea, abdominal pain and back pain outcome was unknown and the pelvic pain, fatigue, weight increased, menorrhagia, vaginal haemorrhage, migraine, headache, palpitations and irritable bowel syndrome had resolved. The reporter considered abdominal pain, asthenia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, palpitations, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Current weight was 198 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: events- "excessive bleeding during menstruation / abnormal bleeding (menorrhagia), migraines , headaches " outcome updated to "recovered / resolved" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 18-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent contraception. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing chronic pelvic pain, fatigue, weakness, weight gain, excessive and abnormal bleeding during menstruation. On (B)(6) 2016 total hysterectomy and bilateral salpingectomy were performed. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 6 years later, she underwent a total hysterectomy and bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.